Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9035759. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200805680, 200806430] noted that did not pertain to the complaint.

Event description:
It was reported that prior to use a "cloudy liquid" was found in barrels of syringes with a bd insulin syringes with bd ultra-fine¿needle. The following information was provided by the initial reporter: it was reported that a cloudy liquid was found in the barrels of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use a "cloudy liquid" was found in barrels of syringes with a bd insulin syringes with bd ultra-fine¿needle. The following information was provided by the initial reporter: it was reported that a cloudy liquid was found in the barrels of the syringes.